Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. The device was received for evaluation. Should additional relevant information become available, a supplemental report will be submitted. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found to deliver within specification during flow testing. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during therapy. This event included medications infused via primary and secondary infusion. Infusion parameters are as follows: primary infusion parameters: medication: metronidazole, primary IV set: 2c8537, volume to be infused (vtbi) 200ml, dose: flush bag, flow rate 20ml/hr. The head height of the primary bag was 24 (inches). Secondary infusion parameters: medication: ciprofloxicin, secondary IV set: 2c7461, volume to be infused (vtbi) 100ml, flow rate 200ml/hr. The head height of the secondary bag was 10 (inches). The device alarmed infusion complete with medication still remaining. The full dose of the medication was not given to the patient. No additional information is available.